Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited a downstream alarm, no kinks, no issues. Per reporter there was a half bag. Troubleshooting was performed. There was no patient harm/adverse event reported.

Manufacturer narrative:
Product was not returned, and no photographic evidence was provided to aid in this investigation. The service history review had no indication that the complaint was related to a service of the device within the review period. Product evaluation and problem confirmation cannot be performed. The error history log was not provided. We are unable to determine a probable cause for the customer report of downstream alarm.